Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. On (B)(6) 2018, the unit was triaged and service found the unit had power but no audio.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service technician finding of no audio.¿ the unit was triaged and the reported condition was confirmed. It was determined the unit had no audio do to component u14 leads was broken and dislodged from the pcba circuit trace. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.